Manufacturer narrative:
The product was returned for evaluation. While it was initially reported that a the balloon failed to inflate, the inspection found that the balloon was ruptured. It is possible for the balloon to rupture due to physiological conditions of the patient encountered during the procedure. The lot history record for the device was reviewed, no issues were found that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. The IFU provides warnings of various possible causes of balloon ruptures during use.

Event description:
It was initially reported that when using the tuftex embolectomy catheter the balloon of the catheter was unable to inflate. However, the device investigation was performed on 05jan2023, and it was determined that the balloon of the device was ruptured. Based on the investigation findings, this incident was updated to a reportable incident with awareness date of 05jan2023.